Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device snapped in half during the procedure. The handle is broken seemed to have occurred on/around the time of the first pass attempting to enter the bile duct. After it broke, it was difficult to remove it from the scope and it seemed that a wrench was used. The customer had to change out the scope and switch to a different modality. It was verified by the sales representative that it was a broken handle and not a broken cannula tip. There was no patient and user harm.